Manufacturer narrative:
(B)(4) this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and liner disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned liner finds evidence to confirm the reported disassociation. 25% of the liner rim is fractured as well as four of the six anti rotation devices. There are machining lines yet visible on approximately 60% of the articulating surface indicating the femoral head was not centrally loading the liner. The machining lines are not visible in the area directly below the fractured rim. This further confirms an edge loading situation. A search of the complaints databases identified no other related reports against the provided product/lot code combinations. X-rays were not provided. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations. Review of the liner device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via sep-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 03/04/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing mechanical grinding and popping within the anterior aspect of the right hip. Synovitis, polywear and fracturing of the polyethylene along the superior-posterior rim of the polyethylene and evidence of probable cam impingement. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 03/24/2016.